Manufacturer narrative:
H3 other text : other.

Event description:
It was reported that on (B)(6) 2026, during use of a 3dimensions mammography system, the machine moved on its own without user input. The information was obtained from a recorded transcript from the user site referencing related complaints. No product damage, user injury, or patient impact was reported. No further information is currently available.